Event description:
It was reported that the single pump module intermittently stops. No impact to pt was reported. Ref: (B)(4).

Manufacturer narrative:
A maquet field service tech replaced the motor, belts, and broken cover clip. A complete pm with full calibration and functional testing to factory specifications was performed. The unit passed all testing and was returned to service. This event was identified during review of closed service orders.